Event description:
Patient presented to the physician with pain at the ipg pocket. Physician suspects the ipg had migrated. Physician brought the patient into the operating room, opened the pocket, and saw that the suture had broken. Physician sutured the ipg and closed.